Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited noise. The physician elected to leave the lead in place, and to modify the ventricular fibrillation zone setting. The patient would be monitored.